Event description:
Thumb-sized second degree burn 1 to 2 hours after application [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer (patient's husband) via medical information. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number aj3018, expiration date oct2021, from (B)(6) 2020 for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced thumb-sized second degree burn 1 to 2 hours after application on (B)(6) 2020. Pictures have been taken of the burn wound. Packaging and heat wrap have been kept too. She removed the heat wrap after approximately 2 hours due to severe pain, the burns became visible. The action taken with thermacare heatwrap is unknown. The outcome of the event is unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] thumb-sized second degree burn/4 cm redness with central scab visible as a reaction to the heat wrap [burns second degree], nor did she check up her skin while the product was applied. [Intentional device misuse], , narrative: this is a spontaneous report from a contactable consumer (patient's husband) and a contactable physician. A 59 year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in a red package, device lot number aj3018, expiration date oct2021, on (B)(6) 2020 due to neck and shoulder tension. Medical history included atopy. There were no concomitant medications. The patient has used the heatwraps prior without complications. She used several different warmth producing products for pain relief regularly in the evening and never experienced any intolerance. The patient applied the heatwrap at 1pm on (B)(6) 2020. The patient experienced thumb-sized second degree burn 1 to 2 hours after application on (B)(6) 2020. She experienced strong heat sensation after applying at 1pm approximately 2 hours after application and was unbearable and removed it at 4pm. The physician further reported that on (B)(6) 2020 the patient used thermacare heatwrap for neck complaints in the right neck area. It was applied for 3-4 hours. She was not admitted to hospital due to the second degree burn which occurred on (B)(6) 2020 and has been treated with fusicutan creme. No lab tests were done. Pictures have been taken of the burn wound. Packaging and heat wrap have been kept too. She was currently not under medical care. The patient's skin tone was neither very fair nor dark. Her skin was not sensitive. She wore the product directly on her body and a blouse on top. She did not exercise nor did she check up her skin while the product was applied. She has read the package information leaflet before using the product. The action taken with thermacare heatwrap is unknown. The patient asked her pharmacist and her physician for advice. Outcome of the events was recovering, reported as healing. The physician reported that on (B)(6) 2020 the patient still had 4 cm redness with central scab visible as a reaction to the heatwrap. Product investigation summary was as follows: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a second degree burn. The cause of the consumer stating the wrap causing a second degree burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to the product quality control group on 16oct2020 this investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. This deviation will not change the conclusion of the investigation. Batch aj3018 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received follow-up (11mar2020): new information from the consumer included: demographic data; suspect drug data (indication added); event data (intentional misuse added, outcome updated, treatment=yes). Follow-up (25mar2020): new information from contactable physician includes patient's history, better specification about duration of wrap application, information that no lab tests done, reaction status on (B)(6) 2020. Follow-up (03apr2020): new information reported from pfizer product quality group includes: investigation summary and product information (updated expiration date). Follow-up (22apr2020): follow-up attempts completed. Only one follow-up attempt necessary (exception during covid-19 pandemic ((B)(4))), no further information expected. Follow-up (16oct2020): new information reported from pfizer product quality group includes: investigation summary . No follow-up attempts needed. No further information expected., comment: based on the information provided, the event burns second degree and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a second degree burn. The cause of the consumer stating the wrap causing a second degree burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to the product quality control group on 16oct2020 this investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. This deviation will not change the conclusion of the investigation. Batch aj3018 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received

Event description:
Event verbatim [preferred term] thumb-sized second degree burn 1 to 2 hours after application [burns second degree], nor did she check up her skin while the product was applied. [Intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer (patient's husband). A 59 year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in a red package, device lot number aj3018, expiration date oct2021, on (B)(6) 2020 due to neck and shoulder tension. Medical history was not reported and there were no concomitant medications. The patient has used the heatwraps prior without complications. She used several different warmth producing products for pain relieve regularly in the evening and never experienced any intolerance. The patient applied the heatwrap at 1pm on (B)(6) 2020. The patient experienced thumb-sized second degree burn 1 to 2 hours after application on (B)(6) 2020. She experienced strong heat sensation after applying at 1pm approximately 2 hours after application with and was unbearable and removed it at 4pm. She was not admitted to hospital due to the second degree burn which occurred on (B)(6) 2020 and has been treated with fusicutan creme. Pictures have been taken of the burn wound. Packaging and heat wrap have been kept too. She was currently not under medical care. The patient's skin tone was neither very fair nor dark. Her skin was not sensitive. She wore the product directly on her body and a blouse on top. She did not exercise nor did she check up her skin while the product was applied. She has read the package information leaflet before using the product. The action taken with thermacare heatwrap is unknown. The patient asked her pharmacist and her physician for advice. Outcome of the events was recovering, reported as healing. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2020): new information from the consumer included: demographic data; suspect drug data (indication added); event data (intentional misuse added, outcome updated, treatment=yes). Company clinical evaluation comments: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out., comment: based on the information provided, the event burns second degree and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out.

Event description:
Event verbatim [preferred term] thumb-sized second degree burn/4 cm redness with central scab visible as a reaction to the heat wrap [burns second degree] , nor did she check up her skin while the product was applied. [Intentional device misuse] . Case narrative:this is a spontaneous report from a contactable consumer (patient's husband) and a contactable physician. A 59 year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in a red package, device lot number aj3018, expiration date oct2021, on (B)(6) 2020 due to neck and shoulder tension. Medical history included atopy. There were no concomitant medications. The patient has used the heatwraps prior without complications. She used several different warmth producing products for pain relieve regularly in the evening and never experienced any intolerance. The patient applied the heatwrap at 1pm on (B)(6) 2020. The patient experienced thumb-sized second degree burn 1 to 2 hours after application on (B)(6) 2020. She experienced strong heat sensation after applying at 1pm approximately 2 hours after application with and was unbearable and removed it at 4pm. The physician further reported that on (B)(6) 2020 the patient used thermacare heat wrap for neck complaints in the right neck area. It was applied for 3-4 hours. She was not admitted to hospital due to the second degree burn which occurred on (B)(6) 2020 and has been treated with fusicutan creme. No lab tests were done. Pictures have been taken of the burn wound. Packaging and heat wrap have been kept too. She was currently not under medical care. The patient's skin tone was neither very fair nor dark. Her skin was not sensitive. She wore the product directly on her body and a blouse on top. She did not exercise nor did she check up her skin while the product was applied. She has read the package information leaflet before using the product. The action taken with thermacare heatwrap is unknown. The patient asked her pharmacist and her physician for advice. Outcome of the events was recovering, reported as healing. The physician reported that on (B)(6) 2020 the patient still had 4 cm redness with central scab visible as a reaction to the heat wrap. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2020): new information from the consumer included: demographic data; suspect drug data (indication added); event data (intentional misuse added, outcome updated, treatment= yes). Follow-up (25mar2020): new information from contactable physician includes patient's history, better specification about duration of wrap application, information that no lab tests done, reaction status on 06mar2020., comment: based on the information provided, the event burns second degree and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out.

Event description:
Event verbatim [preferred term] thumb-sized second degree burn/4 cm redness with central scab visible as a reaction to the heat wrap [burns second degree] , nor did she check up her skin while the product was applied. [Intentional device misuse] . Case narrative:this is a spontaneous report from a contactable consumer (patient's husband) and a contactable physician. A 59 year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), in a red package, device lot number aj3018, expiration date 31oct2021, on 22feb2020 due to neck and shoulder tension. Medical history included atopy. There were no concomitant medications. The patient has used the heatwraps prior without complications. She used several different warmth producing products for pain relieve regularly in the evening and never experienced any intolerance. The patient applied the heatwrap at 1pm on (B)(6) 2020. The patient experienced thumb-sized second degree burn 1 to 2 hours after application on (B)(6) 2020. She experienced strong heat sensation after applying at 1pm approximately 2 hours after application with and was unbearable and removed it at 4pm. The physician further reported that on (B)(6) 2020 the patient used thermacare heat wrap for neck complaints in the right neck area. It was applied for 3-4 hours. She was not admitted to hospital due to the second degree burn which occurred on (B)(6) 2020 and has been treated with fusicutan creme. No lab tests were done. Pictures have been taken of the burn wound. Packaging and heat wrap have been kept too. She was currently not under medical care. The patient's skin tone was neither very fair nor dark. Her skin was not sensitive. She wore the product directly on her body and a blouse on top. She did not exercise nor did she check up her skin while the product was applied. She has read the package information leaflet before using the product. The action taken with thermacare heatwrap is unknown. The patient asked her pharmacist and her physician for advice. Outcome of the events was recovering, reported as healing. The physician reported that on (B)(6) 2020 the patient still had 4 cm redness with central scab visible as a reaction to the heat wrap. Product investigation summary was as follows: conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a second degree burn. The cause of the consumer stating the wrap causing a second degree burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (11mar2020): new information from the consumer included: demographic data; suspect drug data (indication added); event data (intentional misuse added, outcome updated, treatment=yes). Follow-up (25mar2020): new information from contactable physician includes patient's history, better specification about duration of wrap application, information that no lab tests done, reaction status on 06mar2020. Follow-up (03apr2020): new information reported from pfizer product quality group includes: investigation summary and product information (updated expiration date)., comment: based on the information provided, the event burns second degree and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a second degree burn. The cause of the consumer stating the wrap causing a second degree burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.